Manufacturer narrative:
(B) (4). Endoleak. Aortic neck was short with a reverse conical shape.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was short with a reverse conical shape. It was reported that after the bifurcated stent graft was implanted there was a proximal type 1 endoleak present, as the stent graft did not fully seal. The physician elected to implant a 28 mm aneurx aortic cuff proximally; however, the endoleak was still present (MFR 2953200-2010-00801). The physician implanted a palmaz stent but the largest balloon available was an 18 mm which was not big enough to expand the palmaz. The endoleak was not resolved. The decision was made to monitor the pt. No further intervention was performed. No additional clinical sequelae were reported and the pt is fine.